Event description:
The dental implant fx4510swc was removed on (B)(6) 2018 due to failure to osseointegrate 9 months after implantation. The patient has no significant medical history. The patient required another surgical intervention, but recovered without any complications.